Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and factory parameters bad. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the last couple times she¿s changed the insulin pump battery she¿s received these alarms. The insulin pump keeps resetting and the battery dies quickly. The insulin pump will not be returned for analysis.